Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service as she wanted customer service to send alcavis on travel, advise it was not possible. Then stated that last time in 5/10 (B)(4) when she traveled and she carried it on the plane with her, it broke and she got sick. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).